Manufacturer narrative:
See also mfg. Report no. 3004209178-2017-00347 regarding the consumer¿s scs device, model 97702, serial no.(B)(4). Medtronic, inc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported stimulation in an undesired location; she had new stimulation in a part of her body that she was not supposed to and did not know what was going on. The stimulation was in her left shoulder up around the front of her neck and up to the middle of ear on the left side. The consumer could not sleep because she slept on the left side and could not sleep on the right side because she had a total shoulder replacement. She said the stimulation was an in and out feeling; it starts up and then eases off, and then get real hard. She thought at first it was just spasms from the surgery. Then it kept increasing and changed to what she knows was stimulation. It started with some spasms in the back and the other shoulder. Stimulation goes up into the neck and at times felt like she could not swallow. Even if turn head at times it would make it go off, and usually it was when stimulation was already going. The muscles tighten up when going and she felt it in neck and shoulder. The consumer took a bad fall on (B)(6) 2015 and that was why she had the shoulder replacement surgery on (B)(6) 2016. She recently moved and did not have a doctor managing her gastric device and was going to check with her pain management doctor or endocrinologist to get her device checked and determine what was causing the sensation. The consumer had checked her device with the patient programmer. The consumer noted she also had a spinal cord stimulator (scs), but did not think it was that scs device because it was not working as her doctor had her turn it off for eight (8) months and she just turned that scs device back on a week and a half ago. She started having this new stimulation in the wrong location during the time that the scs device was off about three months ago, thus the consumer thought it was the gastric device causing the stimulation in the wrong location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported patient had stimulation in shoulder and neck. The patient has a gastric stimulator. The patient was not sure if something happened and threw something into the area or what might be happening. The patient stated sensation rotated to the other shoulder and through the neck, which started about 8 months ago.